Event description:
It was reported that the catheter was removed due to infection. The patient experienced withdrawal. The drug in the pump was baclofen 2000mcg/ml. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; catheter model 8709 serial# (B)(4) implanted: (B)(6) 2003 explanted: unk; model 8590-9 lot# n258558 implanted: (B)(6) 2010 explanted: unk.

Event description:
The health care provider reported that the symptoms of withdrawal were "standard symptoms" and were to be expected as the patient was not immediately re-implanted after explant as primary physician was not in town. A culture done at the pump pocket revealed a (B)(6) infection. The patient received antibiotics and the infection completely resolved. Per the reporter the issue of withdrawal had also resolved and the patient was fine.